Event description:
It was reported that the customer passed away. The customer's brother was suspicious that the cause of death was hypoglycemia. The customer's brother also stated that the customer was a brittle diabetic. The customer was wearing the insulin pump at the time of death. The customer was in hospital for surgery the day prior to his passing. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made and further information will follow once the analysis has been completed.